Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation and no photographs were provided. Additionally, sample retention testing was not done, due to the small number of samples available and the high unlikelihood of failure detection from 100% batch testing. The batch records were reviewed. (B)(4) products originated from this lot that were inspected according to protocol and found to be conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. The reported issue is confirmed based on the provided information.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient's continuous renal replacement therapy (crrt). Additional information was obtained during follow-up. The reported issue occurred immediately upon treatment initiation when the circuit filled with the patient's blood. The blood leak occurred within a fiber membrane of the dialyzer. The leak location was the only defect and damage noted. The patient was reinfused. The patient's estimated blood loss (ebl) is approximately 20 ml. No serious injury nor required medical intervention resulted from this issue. Treatment continued on the same machine after replacing the supplies. No sample was returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Correction: h6 (investigation findings, investigation conclusions).

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient's continuous renal replacement therapy (crrt). Additional information was obtained during follow-up. The reported issue occurred immediately upon treatment initiation when the circuit filled with the patient's blood. The blood leak occurred within a fiber membrane of the dialyzer. The leak location was the only defect and damage noted. The patient was reinfused. The patient's estimated blood loss (ebl) is approximately 20 ml. No serious injury nor required medical intervention resulted from this issue. Treatment continued on the same machine after replacing the supplies. No sample was returned to the manufacturer for physical evaluation. No additional information was provided.